Event description:
Physician was inserting hemodialysis catheter at bedside, catheter in place, when trying to pull out the guidewire the guidewire broke. The catheter and guidewire safely removed from pt.